Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 67. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed and a data log could not be downloaded because the device would not power on. Due to the condition of the device, the reported event of an error icon display could not be confirmed. A root cause could not be determined.